Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer's reported problem was duplicated through functional testing. The investigation determined the cause of the reported issue was a defective downstream occlusion (dso) sensor. The dso sensor was replaced. The printed wire assembly (pwa) was also replaced as a precaution.

Event description:
It was reported that the cassette fixing is problematic. There was unknown patient involvement.